Manufacturer narrative:
The apollo catheter was returned for analysis without the detachable tip; therefore, any contributing factors from the tip could not be assessed. No other anomalies were found. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Based on the device analysis the customer's report was confirmed. However, the cause for the experience reported could not be determined. Per apollo microcatheter instruction for use: "always handle the distal end of the catheter with care to avoid damage to the detachment zone and unintended detachment."

Event description:
Medtronic received information that during embolization procedure for a dural arteriovenous fistula, the tip of the apollo detached during navigation. During navigation of the apollo catheter, through the left external carotid artery (eca), the catheter tip was detached without forcing the catheter in the vessel's very proximal loop. The catheter tip did not become entrapped or stuck, as this occurred prior to onyx injection. Another apollo was used to continue the procedure and occlude the tip within the avf with onyx. The physician has no plans on removing it, as it remain occluded with onyx in the vessel. No patient injury was reported due to this event.